Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the report of the under infusion could not be confirmed or replicated, due to the suspect devices were not returned for this investigation. No suspect device was returned for this investigation; therebefore, external and internal inspection could not be performed. Laboratory testing could not be performed, the incident device was not received for this investigation. A review of the logs could not be performed. The pump, pcu or the system logs were not provided. Based on the all-infusion detail report provided the infusions programmed were completed on schedule. Alaris system user manual (v 9.3) states the alaris system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the alaris system features, operation, and accessories prior to use. In addition, the manual states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the reported under infusion was unable to be determined. The suspect devices were not returned for this investigation, and no additional event information was provided. Based on the review of the all-infusion detail report analysis, the infusion programmed was completed on schedule. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by that there was an event that occurred in the icc where an infusion took 6 hours longer to infuse than was expected and was noted to happen on (B)(6) 2025. The event involved a patient who was undergoing a 96 hr chemotherapy regimen consisting of three chemotherapy drugs administered in one IV bag ( etoposide, cisplatin & cyclophosphamide) and a doxorubicin IV bag was also infused. According to pharm d, the infusion began on (B)(6) 2025 at 16:52 and was not completed until (B)(6) 2025 at 23:13, running 6 hours over the expected infusion time. The reported infusion rate was 4.48ml/hr. The infusion was administered via the patient¿s PICC line. This was reported to bd representatives during their site visit. There was patient involvement, but no harm. Bd learned the following information through due diligence: the medication was programmed manually using guardrails drug library, there was a volume to be infused of 108ml, and that 168ml was infused over 29 hours noted by the customer that, "this is physically impossible for this bag size."it was reported by that there was an event that occurred in the icc where an infusion took 6 hours longer to infuse than was expected and was noted to happen on (B)(6) 2025. The event involved a patient who was undergoing a 96 hr chemotherapy regimen consisting of three chemotherapy drugs administered in one IV bag ( etoposide, cisplatin & cyclophosphamide) and a doxorubicin IV bag was also infused. According to pharm d, the infusion began on (B)(6) 2025 at 16:52 and was not completed until (B)(6) 2025 at 23:13, running 6 hours over the expected infusion time. The reported infusion rate was 4.48ml/hr. The infusion was administered via the patient¿s PICC line. This was reported to bd representatives during their site visit. There was patient involvement, but no harm. Bd learned the following information through due diligence: the medication was programmed manually using guardrails drug library, there was a volume to be infused of 108ml, and that 168ml was infused over 29 hours noted by the customer that, "this is physically impossible for this bag size."

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by that there was an event that occurred in the icc where an infusion took 6 hours longer to infuse than was expected and was noted to happen on (B)(6) 2025. The event involved a patient who was undergoing a 96 hr chemotherapy regimen consisting of three chemotherapy drugs administered in one IV bag ( etoposide, cisplatin & cyclophosphamide) and a doxorubicin IV bag was also infused. According to pharm d, the infusion began on (B)(6) 2025 at 16:52 and was not completed until (B)(6) 2025 at 23:13, running 6 hours over the expected infusion time. The reported infusion rate was 4.48ml/hr. The infusion was administered via the patient¿s PICC line. This was reported to bd representatives during their site visit. There was patient involvement, but no harm. Bd learned the following information through due diligence: the medication was programmed manually using guardrails drug library, there was a volume to be infused of 108ml, and that 168ml was infused over 29 hours noted by the customer that, "this is physically impossible for this bag size."

Manufacturer narrative:
Correction: describe event or problem. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by that there was an event that occurred in the icc where an infusion took 6 hours longer to infuse than was expected and was noted to happen on (B)(6) 2025. The event involved a patient who was undergoing a 96 hr chemotherapy regimen consisting of three chemotherapy drugs administered in one IV bag (etoposide, cisplatin & cyclophosphamide) and a doxorubicin IV bag was also infused. According to pharm d, the infusion began on (B)(6) 2025 at 16:52 and was not completed until (B)(6) 2025 at 23:13, running 6 hours over the expected infusion time. The reported infusion rate was 4.48ml/hr. The infusion was administered via the patient¿s PICC line. This was reported to bd representatives during their site visit. There was patient involvement, but no harm. Bd learned the following information through due diligence: the medication was programmed manually using guardrails drug library, there was a volume to be infused of 108ml, and that 168ml was infused over 29 hours noted by the customer that, "this is physically impossible for this bag size."